Manufacturer narrative:
An event regarding altr and abnormal ion level involving a accolade stem was reported. Medical review confirmed abnormal ion level but could not confirm altr. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: laboratory studies obtained prior to the revision on (B)(6) 2011 and (B)(6) 2012 both showed significantly elevated serum cobalt and chromium levels. Cobalt and chromium levels were retested 14 months after the revision surgery and still remained significantly elevated. Titanium levels tested at the same time were within normal limits. The patient also underwent a right tha in (B)(6) of 2006. This implant was revised in (B)(6) of 2018. At time of revision surgery patient was found to have a large amount of pseudotumor around the calcar greater trochamnter and abductors. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review concluded the following other than the operative report that noted a large amount of pseudotumor around the proximal femur limited information is available regarding clinical symtoms and post revision outcome is available. There is no evidence for defect in the tmzf accolade stem implants or their manufacture. The root cause of these failures leading to revision cannot be determined as insufficient information was available. Further information such as return of the device, revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had revision to right total hip due to metallosis on (B)(6) 2018. The hip stem explanted on (B)(6) was an accolade tmzf size 3. The cup was listed as ¿competitor¿ dysplasia cup and a ¿competitor¿ modular head. It had been implanted on (B)(6) 2006. Once all components removed, a tritanium revision shell and restoration modular stem were implanted.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
Patient had revision to right total hip due to metallosis on (B)(6) 2018. The hip stem explanted on (B)(6) was an accolade tmzf size 3. The cup was listed as ¿competitor¿ dysplasia cup and a ¿competitor¿ modular head. It had been implanted on (B)(6) 2006. Once all components removed, a tritanium revision shell and restoration modular stem were implanted.